Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that pump tubing was cut down to the pump block. The pump did not pass the activation tests. No leaks were identified. Based on the information available and analysis results, the device allegation of mechanical issue was confirmed. D4. Concomitant product UDI for reservoir is (B)(4) and for cylinders is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly two weeks before the surgery. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because his device did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.